Event description:
This pt called the legal dept and asked for a referral to a specialist in shoulder reconstruction. The pt stated that received a global shoulder 3 years ago and was revised two years ago for a fractured glenoid. The pt complains the pt's arm is now useless since the revision surgery.